Event description:
A caller reported an error with their continuous glucose monitoring system identified as cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on performing a complete pump reset, and the caller was instructed to reset the pump when ready and to follow up if the issue persists.